Event description:
It was reported that the patient presented for remote follow-up via merlin.net with high pacing impedance and high capture threshold exhibited by the right ventricular lead. The lead was explanted and replaced. The patient was recovering.